Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. No similar complaints have been rec'd for this item/lot number. No product was distributed in the united states. Eval in process but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. This report filed (B)(6), 2011.

Event description:
During a hip procedure on (B)(6), 2011, the surgeon was unable to tighten the screw into the acetabulum due to the screw not having a hex. Another screw was used to successfully complete the procedure. No further complications have been reported.